Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0llhk, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
The patient reported when she first got her neurostimulator (ins) it seemed like it was set on program 1 and now it was on program 2 and patient did not recall changing it. The patient wanted to know how it could have gotten changed. The patient stated that the only thing she has ever done was increase or decrease and could not get it to work right presently. The patient experienced loss of therapeutic effect and had had diarrhea for the past 2 or 3 days. The patient had not been able to adjust stim. The patient was assisted increase stimulation, patient was on program 2 on and stim was turned on and 1.5v presently, moved it up to 1.8 and wanted to try it there. The patient stated ordinarily she had it on 1.3 or 1.4. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.